Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Sections d8, d9, h3, h6, and h11 were confirmed. The ceramic tip detachment was confirmed. Based on the results of the investigation, the definitive root cause of the ceramic tip detachment could not be determined. It is possible that the damage was thermally and mechanically induced with a large force on the outer tube. The manufacturing date was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath exhibited a broken ceramic tip. There were no reports of patient harm.